Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer reports that the hub is cracked. The catheter is scheduled to be pulled, and replaced in 2008.